Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. B) as the lot # was provided, device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) concomitant products: product: lasso® nav eco catheter us catalog # d134902, lot # 17092799l, product: carto 3 rmt system us catalog # fg560000 (B)(4). Product: stryker (bwi cs bi-directional) us catalog # unknown lot # unknown product: st. Jude medical (viewflex stj catheter) us catalog # unknown lot # unknown product: st. Jude medical (x2 needle) us catalog # unknown lot # unknown product: st. Jude medical (stj sl1 8.5fr sheath) us catalog # unknown lot # unknown (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, a pericardial effusion was noticed as the blood pressure dropped during the last ablation cycle. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and 150 cc of fluid were removed. A pericardial tap was performed, however, it was observed that the effusion was still an issue and surgery was performed to create a pericardial window. This event occurred while using bwi products, however, there was no bwi product malfunction reported. The patient required extended hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is unknown. Settings during the event include: power at 30 w during anterior ablation and 20 w during posterior ablation, flow setting at 17 ml/min during majority of the procedure and 30 ml/min for a short time when temperatures reached 40° degrees. The sheath and needle used (for transseptal puncture) were non bwi products. The patient received heparin and act was maintained (average) during the procedure 300 s. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found that tip dome had reddish brown material on the proximal end. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and the reddish brown material remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient, (B)(6), underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, a pericardial effusion was noticed as the blood pressure dropped during the last ablation cycle. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and 150 cc of fluid were removed. A pericardial tap was performed, however, it was observed that the effusion was still an issue and surgery was performed to create a pericardial window. This event occurred while using bwi products, however, there was no bwi product malfunction reported. The patient required extended hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is unknown. Settings during the event include: power at 30 w during anterior ablation and 20 w during posterior ablation, flow setting at 17 ml/min during majority of the procedure and 30 ml/min for a short time when temperatures reached 40° degrees. The sheath and needle used (for transseptal puncture) were non bwi products. The patient received heparin and act was maintained (average) during the procedure 300 s.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on february 15, 2015. The analysis has begun but is not completed at this time. (B)(4)